Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of myopotential noise on the atrial channel leading to inappropriate atrial tachy response (atr) episodes. This right atrial (ra) lead is a non-boston scientific device. No adverse patient effects were reported. This ICD remains in service.